Event description:
Nurse removed carefusion tubing from IV channel to draw blood from portacath. Found tubing overinflated with fluid just below the blue connection that sits above the channel container. Filled with fluid like an "aneurysmal" deformity. Did not cause alarm or impairment in pump function.